Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision of duracon insert for instability. Initial surgery approximately 15 years ago. A review of a report from a clinical consultant indicated that an unknown duracon femoral component and an unknown duracon tibial component are malpositioned.

Manufacturer narrative:
An event regarding instability involving an unknown duracon femoral component was reported. Femoral component malposition and instability were confirmed following a review by a clinical consultant. A visual, dimensional, functional inspection and material analysis were not performed as the device remains implanted. A review with the clinical consultant noted: all-in-all, this knee had already a marginal pcl stability with tendency towards flexion instability due to excessive posterior tibial slope with additionally marginally stable collateral ligaments due to more distal femoral bone resection than optimal for the knee. The impact of the femur trauma quite likely has increased the ligament instability of the knee while the residual deformity of the femur after fracture healing has made conditions even worse resulting in an overload condition with progressive failure of the knee ligament system with total instability with symptoms requiring revision. Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. A review of the provided medical records and case by a clinical consultant concluded: "flexion instability due to excessive posterior tibial slope with additionally marginally stable collateral ligaments due to more distal femoral bone resection than optimal for the knee have contributed to a marginal stability condition of the knee arthroplasty. The impact of the femur trauma quite likely has increased the ligament instability of the knee while the residual deformity of the femur after fracture healing has made conditions even worse resulting in an overload condition with progressive failure of the knee ligament system with total instability and clinical symptoms requiring revision".

Event description:
Revision of duracon insert for instability. Initial surgery approximately 15 years ago. A review of a report from a clinical consultant indicated that an unknown duracon femoral component and an unknown duracon tibial component are malpositioned.